Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
On (B)(6) 2011, this pt underwent repair of the thoracic aortic aneurysm at the distal arch using a gore tag thoracic endoprosthesis. An ax-ax bypassing surgery was performed first on that day. Then tag was implanted and the left subclavian artery was covered intentionally. Coil embolization at the left subclavian artery was performed. In the morning of (B)(6) 2011, the pt presented the paralysis of the right leg. The MRI revealed the left cerebral infarction, and anticoagulation treatment was performed. On (B)(6) 2011, when the pt used the wheelchair, he presented loss of consciousness. The physician performed the pericardial drainage and the blood pressure restored. A cta revealed the aortic dissection at the ascending aorta. Then, the pt underwent the open thoracic surgery, but he expired. Autopsy was not performed.